Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection. Sensor cannula was broken and the broken part was missing. The attachment file should be looked at for details. It was not possible to confirm the customer received the sensor in the condition they stated due to customer returning opened/used sensor. The sensor cannula was found to be bent.

Event description:
Customer reported via phone call bad sensor alert, sugar glucose versus blood glucose large differential and bent sensor cannula. Customer's blood glucose level was 180 mg/dl. Customer's sugar glucose was 40 mg/dl. Troubleshooting for bad sensor alert was performed. Customer advised the bad sensor alert occurred after a 2nd consecutive calibration error. Customer advised the cannula was bent when asked to change out the sensor. Customer was advised to wait until their blood glucose levels were stabilized and then attempt to calibrate. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.